Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 505 mg/dl. Trace ketones were present. Pump supplies were changed and insulin injection was administered. Bg lowered to "normal range". Customer had confirmed there were no issues with pump/supplies, as well as, no malfunctions or alarms. Customer had no further issues.